Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with their implantable cardioverter defibrillator (ICD) that exhibited post paced t wave oversensing (pptwos). Programming changes were made. After the changes have been made no incoming transmissions regarding the issue had come in. No patient symptoms reported.